Event description:
In march 2006 the pay user/pt contacted lifescan alleging that her one touch ultra meter was reading inacurrately high. At around 12:30 pm in march 2006, the pt started feelon "shaky" and that her blood glucose level was low. The pt then tested her blood glucose level was low. The pt then tested her blood glucose and got a reading of "87 mg/dl." Immediately after, the pt ate a turkey sandwich and drank orange juice. At 12:45 pm, she retested and got "147 mg/dl." By this time, the pt wa still shaking but the "left side" of her body was starting to get weak, her skin was turning blue, and she began to have "shortness of breath." The pt called the paramedics who arrived within a few minutes. Thet tested har blood glucose using a unidentified meter and got the message "low". The paramedics gave the pt a "sugar stick" and tested her blood again around 1:00 pm. They obtained a reading of "188 mg/dl." At the samt time, the pt tested herself on with the one touch ultra meter and got "155 mg/dl". The pt was not hospitalized. As a result of the event, the pt's doctor reduced her "lantus" insulin regimen from 10 to 4 units every evening. The cusomter care advocate (cca) verified that the pt had been testing herself correctlry with the meter. The meter was coded properly and the test strips were in good condition. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt obtained reading ig "87 and 147 mg/dl" but continued to have symptoms. The paramedics obtained a "low" on their meter within 20 minutes of obtaining her rpeorted readings and ultimately treated the pt for hypoglycemia.